Event description:
Cor-knot device was used on patient to tie down the mitral valve replacement that was done. One of the loads used did not fully tie/crimp down and the suture frayed and ripped out. Cor-knot box, devices, all loads and failed crimper all kept.